Manufacturer narrative:
D4 correction: model number, catalog number, lot number updated. D4 correction: UDI number updated.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The emboshield nav6 instruction for use (IFU) states: ¿only use the barewire filter delivery wires listed in table 1. Use of other guide wires will lead to loss of the filtration element or an inability to retrieve the filtration element.¿ the barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. Based on the reported information, exchanging the provided barewire filter delivery wire for the non-abbott wire prevented the ability to retrieve the filter, causing the filter to dislodge from the wire resulting in foreign body in patient. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code: 2017, guide wire / fdw selection incorrect.

Event description:
It was reported that the procedure was to treat a tibial artery. An unspecified emboshield nav6 embolic protection system (eps) along with a non-abbott guide wire were advanced into the target lesion. The filter was deployed; however, when attempting to capture the filter for removal the filter came off the wire. The filter was not able to be captured and remains in the anterior tibial artery. There were no reported clinically significant delay in the procedure. No additional information was provided.